Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d2b (device product code) and h6 (component code, type of investigation, & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: patient has high blood glucose and uses intravenous insulin infusion as prescribed by the doctor. When using a sterile insulin syringe to draw the insulin preparation liquid, the syringe needle detached and the syringe was replaced immediately. Ae report no. (B)(4). Call center didn't contact with customer successfully, any updates will be sent by email. Material code in system: 328421. Sample availability: unknown. Sample availability details: unknown.